Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-02201. It was reported that patient's ipg became unable to communicate with external device. Additionally, it was also reported that one lead had migrated. Lead migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue. Effective therapy was restored post-op. In a recent update, it was reported that the lead which did not migrate was explanted and replaced per physician's choice. It is unknown which lead had migrated.